Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period jun 2019 through may 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found in the logs: errors of gas leak, gas gain, fill failures and iabp disconnect. Which point to k10 failures. The fse was not able to reproduce the failures after cycling the unit for 2 hours with no errors. The fse replaced the pim for safety concerns. The part was ordered and while the repair was completed, the customer requested and was provided with a loaner iabp. Subsequently, the fse received and installed the pim and performed a preventive maintenance (pm) with a full calibration, and tested the unit. The equipment works to manufacture¿s specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a gas leak and internal error. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.